Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was getting hot and had to change the battery multiple times in past 24 hrs. The customer¿s blood glucose was 137mg/dl. Customer stated that the battery compartment part was overheated. Customer stated that she will call back to do troubleshooting when she has more time. The device will not be returned for analysis.